Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified white calcification, fold creases, and brown particles. A leak test was performed and found one opening. A microscopic analysis identified a curved punctured on posterior side assessed as surgical damage like. A fill inspection was performed and identified no blockage in the valve.

Event description:
Health professional reported left side extrusion. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr. The event of extrusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was extrusion. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side extrusion. Device has been explanted.